Event description:
The patient underwent an endovenous laser ablation of the right greater saphenous vein on (B)(6)2016. During the procedure, the laser fiber was confirmed to move out of the right leg by both the beam emitted from the laser tip and ultrasound observation of the continuous fiber movement from proximal to distal leg. Following extraction, the fiber was intact. The procedure was uneventful and patient tolerated well. In (B)(6) of 2016, the patient reported to the ER with complaint of pain in the right upper leg. Diagnostic studies suspected unintentional retained foreign object. On (B)(6)2017, vascular surgery removed a 32 cm foreign body from the saphenous vein believed to have been left behind following the endovenous laser ablation in (B)(6) of 2016. The laser fiber used in the procedure was a sterile single use 600 micron fiber. The manufacturer reported that it was the first time they had used that particular company to sterilize their fibers. The extracted unintentionally retained foreign object was sent to pathology.